Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered an esophageal ulcer requiring esophageal diagnostics and extended hospitalization. At an unspecified point post-procedure, during a routine esophagogastroscopy, a 2 cm area of coagulum was observed in the esophagus, corresponding to the area of the right pulmonary veins. The following day, a 2nd esophagogastroscopy was performed and a 2 cm lesion was observed in the area where the coagulum was previously observed. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s anatomy. There were no issues or errors reported on any bwi products or equipment during the procedure. Force visualization features included graph, dashboard, vector, and visitag. Visitag parameters included a 2.5 mm stability range and a 3 second stability time. Visitag additional filters included force of 25% and 3 grams. Color options used prospectively included an ablation index (380). There were no issues or errors reported on any bwi products or equipment during the procedure.